Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician for a user facility reported to fresenius that blood clotted during a patient's hemodialysis (hd) treatment. The reported issue was discovered approximately 240 minutes (4 hours) into the patient's treatment. The 5008s machine alarmed with errors 6 and 7 along with a "water part" error and a "machine in failure" message. Black blood was observed in the venous part of the system and in the trap. Black blood was also observed within the dialyzer. The patient was infused with 250 ml of 0.9% saline (nacl). The patient was disconnected and treatment ended for the day. The machine was removed from service. The patient's blood was not returned. The patient's estimated blood loss (ebl) is approximately 250-300 ml. There was no serious injury or required medical intervention. It was reported that the patient returned home without issue on the day of the reported event. The dialyzer was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician for a user facility reported to fresenius that blood clotted during a patient's hemodialysis (hd) treatment. The reported issue was discovered approximately 240 minutes (4 hours) into the patient's treatment. The 5008s machine alarmed with errors 6 and 7 along with a "water part" error and a "machine in failure" message. Black blood was observed in the venous part of the system and in the trap. Black blood was also observed within the dialyzer. The patient was infused with 250 ml of 0.9% saline (nacl). The patient was disconnected and treatment ended for the day. The machine was removed from service. The patient's blood was not returned. The patient's estimated blood loss (ebl) is approximately 250-300 ml. There was no serious injury or required medical intervention. It was reported that the patient returned home without issue on the day of the reported event. The dialyzer was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer for physical evaluation and photographs were not provided. Machine files were provided and reviewed, however the applicable files were deleted and the reported error codes were not part of the review. The reported issue is not confirmed. Furthermore, the cause could not be determined.